Event description:
It was reported that the insulin pump had a partial display visible. The customer stated that she was unable to read the insulin pump's screen because it looked like there were dots on the display. The blood glucose reading was 348 mg/dl. The customer stated that she had high blood glucose levels because she has an infection in the body. She was advised that the device could have also been a contributing factor. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.